Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 12 syringe 0.3ml 31ga 8mm 10bag 500 wal separated from the hub and one broke at the cannula during use. The following was reported by the initial reporter: "it was reported that when removing the needle caps on about 10-12 syringes, the needles came off and stayed in the cap. Also, one syringe broke off during the injection and stayed in the pet's injection site. Verbatim: relion pet owner reported when removing the needle caps one about 10-12 insulin syringes, the needles came off and stayed in the cap. Stated one syringe broke off during the injection, in the pet's injection site pet owner stated she was able to remove the needle from the injection site."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 12/7/2020 h.6. Investigation: customer returned (4) loose 3/10cc syringes. Customer states that the needles came off and stayed in the cap. All returned syringes were examined and all exhibited the hub-needle/shield assembly separated from the barrel. Unable to perform DHR check for needle hub separates due to unknown lot number. Root cause: root cause for this defect cannot be determined. CAPA#(B)(4) was initiated. H3 other text : see h.10

Event description:
It was reported that 12 syringe 0.3ml 31ga 8mm 10bag 500 wal separated from the hub and one broke at the cannula during use. The following was reported by the initial reporter: "it was reported that when removing the needle caps on about 10-12 syringes, the needles came off and stayed in the cap. Also, one syringe broke off during the injection and stayed in the pet's injection site. Verbatim: relion pet owner reported when removing the needle caps one about 10-12 insulin syringes, the needles came off and stayed in the cap. Stated one syringe broke off during the injection, in the pet's injection site pet owner stated she was able to remove the needle from the injection site."